Event description:
Healthcare professional reported, "lap-band buckled opened after 1.5 year in situ. The surgeon replaced with new band to avoid the buckle opening again on the original band. Connecting the new lap-band to the existing port." The explanted band will be returned.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The original port remains implanted and will not be returned. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the event, pt data and diagnostic testing. Device labeling addresses the possibility of buckle disengagement or breakage as follows: "caution: the band is not intended to be opened laparoscopically with surgical instruments. Unrecognized damage to the band may result in subsequent breakage or failure of the device." "Warning: failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." "Caution: failure to use an appropriate atraumatic instrument such as the lap-band system closure tool to lock the band may result in damage to the band or injury to surrounding tissues."